Event description:
Senseonics was made aware of an incident where user reported calling emergency services due to a high glucose event on 21-jan-2026 at 2 pm but was not given a diagnosis. At the time of the call, the user was feeling better. The event was related to diabetes, with no specific bg value recorded, but it was noted that the bg was above 500 mg/dl. After dms review, we confirmed that the user did not receive a high glucose alert at the time of event because there were no sg values available at the time. The user did not receive treatment or medication at the hcp's office, and the user's hcp is aware of the event. The user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported contacting emergency services due to a high-glucose event that occurred on 21-jan-2026 at 2:00 pm. The user called the emergency services for having high glucose symptoms including uncontrollable urine and reported to their urologist clinic where their bg was measured to be greater than 500mg/dl. The user reported that there was no sensor glucose provided by the system as the user had voluntarily stopped using the system earlier that morning.a review of dms data confirmed no sg or bg values recorded at the time of the reported event. The user did not receive a high glucose alert because no sg data was available. The last sg reading was recorded on 21-jan-2026 at 9:25 am. The user did not receive treatment at their hcp's office and was not prescribed medication; however, the hcp was informed of the event.during the same call, the user also expressed concerns about their recent observation of sensor discrepancies. A review of the in vivo sensor data showed optical instability in all sensing areas around the time frame of the reported sensor inaccuracies. The user was advised to re-link the sensor to clear previous calibration history. The user performed the re-link on january 26, 2026, at 11:38 am but did not enter the required calibrations during the initialization process. There was no response from the user to multiple subsequent follow-up attempts. The observed optical instability most likely contributed to the inaccuracies observed. Potential factors for the observed optical instability include sensor placement, environmental interference, localized tissue changes, or possible issues with the sensor itself. Due to the lack of response from the user, no additional troubleshooting or investigation was possible. Dms records show that the system hasn't been used since january 28, 2026. B4.date of this report 09 march 2026. G3.date received by the manufacturer? 09 march 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.